Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, the patient was a 43-year-old woman who underwent total laparoscopic hysterectomy in (B)(6) on (B)(6) 2024. During the surgery, the surgeon used the suture ((B)(6)) to perform the vaginal stump suturing in the way of continuous suturing. During the suturing, the suture broke. The surgeon immediately replaced a new suture (with specific product information unknown) to continue the suturing. The subsequent surgery went smoothly. As a result of this event, the patient's intraoperative blood loss was increased (with specific increase of blood loss unknown) and the operation time was prolonged (with specific delay unknown). The patient has been successfully discharged currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy due to uterine fibroids on (B)(6) 2024 and a barbed suture was used. During the process of suturing the vaginal stump with suture, the suture broke. As a result, the surgery time has increased and there is more bleeding from the vaginal stump than usual. Other suture is needed instead of suturing the vaginal stump to avoid risks such as postoperative bleeding, infection, and vaginal leakage. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Vaginal stump. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. How long (in minutes) did the surgery prolong? Was additional dissection required in other organs/tissues other than the target tissue? Quantity of blood loss? Patient weight? What is the current status of the patient? Please refer to the event description, other information requested is unknown.